Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report the cannula on the sensor was missing. The customer stated that after removing the sensor, there was a hole where the cannula should have been. The customer's blood glucose level was 57 mg/dl. The customer stated the low blood glucose level was due to dieting. The customer was advised that an x-ray would be able to locate if the sensor broke off in the body. The product was returned for analysis.

Manufacturer narrative:
One opened and used sensor was inspected and the cannula found retracted inside of the sensor. It could not be confirmed if the customer received the sensor in this condition due to the sensor being returned opened and used.